Event description:
It was reported to covidien on 09/09/2009 that a customer had an issue with gauze. The customer stated that the gauze is fraying into surgical site. After the fraying occurred in the surgical site, the site was irrigated.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.